Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device was not returned and no evaluations made or conclusions drawn. A review of the DHR for this lot has been requested.

Event description:
It was reported that there was rust on the drill head. It was not reported that there was any untoward effect on any patient or increase in surgical time. This is report 1 of 1 for complaint (B)(4).